Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness, and nose bleeds. The patient also states, "its blue machine and sits up tall. Needs the machine serviced but is not good with technology prefers phone call. Having bad medical issues." There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness, and nose bleeds. The patient also states, "its blue machine and sits up tall. Needs the machine serviced but is not good with technology prefers phone call. Having bad medical issues." There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In previous report 510k number was missed to capture and it has been captured in this report. In box g date received by mfg and in box h, if follow-up, what type?, evaluation results code grid, evaluation results code grid and conclusion code grid has been updated in this report.